Event description:
A report was received that the patient had loss of stimulation. It was determined that there were high impedances on 14 contacts. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient had loss of stimulation. It was determined that there were high impedances on 14 contacts. The patient will undergo a lead replacement procedure.

Event description:
A report was received that the patient had loss of stimulation. It was determined that there were high impedances on 14 contacts. The patient will undergo a lead replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Manufacturer narrative:
Additional information was received that the patient underwent lead replacement procedure. It was reported that the two splitters were explanted. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Sc-2316-50, sn (B)(4), the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead, approximately 20 cm from the distal end. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. Additional visual inspection revealed that the lead was cleanly cut approximately 19 cm from the proximal end. The damage to the lead was consistent with damages done during the explant procedure and were not considered a failure. Sc-2316-50 sn (B)(4) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test splitter connector was inserted into the infinion lead without any anomalies. Device exhibited normal device characteristics. Sc-3400-30 sn (B)(4) device evaluation indicated that the splitters passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibited normal device characteristics.